Event description:
Doctor indicated loss of integration of 6 implants in tooth locations 16, 14, 12, 22, 24 and 26.

Event description:
Doctor indicated loss of integration of 6 implants in tooth locations 16, 14, 12, 22, and 26